Manufacturer narrative:
Analysis found device was at eri when received. Longevity analysis found the battery depletion to be premature. The battery was sent to the manufacturer for analysis, and the cause of the premature depletion was found to be due to an internal battery anomaly. No anomalies were found during functional testing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had hit elective replacement indicator 2 years after implant. The device was explanted and replaced. The patient was stable post-procedure.